Event description:
It was reported the pump module was set up for an pitocin administration at 2ml/hr. It was noted that the pump started and that the IV line was bolusing. The line was pulled off of the pump to stop. There was fetal deceleration for that lasted for 7 minutes, 3 minutes after the initiation of pitocin. Per customer reporter, "interventions started, including iupc (intraurine pressure catheter) placement which noted uterine tachysystole. Infant delivered at 1300, apgars 8/9." This report captures the adverse event on the fetus. For the adverse event report on the mother, please refer to pr (B)(4).

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No devices received, log review only.

Manufacturer narrative:
It was determined through investigation of the devices that the initially reported suspect device with serial number# (B)(6) is a concomitant and this file has captured the correct suspect device with serial number# (B)(6) as per investigation report. Correction : medical device catalog #, unique identifier (UDI) #, medical device serial #, medical device model #, concomitant med prod data, device manufacture date. Omit : c20 - no findings available, d15 - cause not established. Additional information : , imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported the pump module was set up for an pitocin administration at 2ml/hr. It was noted that the pump started and that the IV line was bolusing. The line was pulled off of the pump to stop. There was fetal deceleration for that lasted for 7 minutes, 3 minutes after the initiation of pitocin. Per customer reporter, "interventions started, including iupc (intraurine pressure catheter) placement which noted uterine tachysystole. Infant delivered at 1300, apgars 8/9." This report captures the adverse event on the fetus. For the adverse event report on the mother, please refer to pr 7214417.